Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.